Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue. The iabp functioned without failure, and passed all safety and functional tests to factory specifications. The iabp was returned to the customer cleared for clinical use.

Event description:
Customer reported that during use, the blood pressure rate of the cardiosave intra-aortic balloon pump (iabp) did not match the patient reading. No adverse event was reported.